Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, 2 false negative results were obtained for the same patient. Confirmatory pcr testing was performed, and the result was positive. There was no report of patient impact. Eua (B)(4). The following information was provided by the initial reporter: when I called the customer to get the phone, lot and email information, she told me that she took 2 test and she got negative each time. She went to the health center that same day and tested positive with a pcr test.

Manufacturer narrative:
Eua (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the ¿customer was questioning the accuracy¿ of the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had negative result but had 2 lines; everyone customer talked to says two lines mean positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. Instructions for other tests cannot be applied to this test. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions, analysis, interpretation and test results. The customer was attempting to interpret the test results without the app. The root cause was traced to user - failure to follow instructions. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd veritor ¿ at-home covid-19 test, 2 false negative results were obtained for the same patient. Confirmatory pcr testing was performed, and the result was positive. There was no report of patient impact. Eua(B)(4). The following information was provided by the initial reporter: when I called the customer to get the phone, lot and email information, she told me that she took 2 test and she got negative each time. She went to the health center that same day and tested positive with a pcr test.